Manufacturer narrative:
Section h6: annex e1641, e2338, e030202 additionally added. Annex f2303 additionally added. Type of investigation annex b15, b20, b13, b11 added. Annex c19 added referring to the investigation finding that the reported event was due to heparin infusion and not the device. Annex c20 added referring to the b20, since the device remains implanted and no device evaluation could be performed. Annex d1001 added for investigation conclusion. Investigation conclusion: a lot/serial number was not provided; therefore, a review of the manufacturing- and heparin coating records could not be performed. Neither images enabling direct assessment of product performance nor the product itself, which remains implanted, were returned for evaluation. With the available information provided to gore, we are unable to conduct further investigation of this event, however, according to the physician, the reported hit was due to heparin infusion.

Event description:
The following was reported to gore: on (B)(6) 2026, a patient underwent gore® propaten® vascular graft (vascular graft) implantation to treat critical limb-threatening ischemia. An additional procedure was performed on (B)(6) 2026. Reportedly post-implant on the same date, graft thrombosis occurred, and a possible heparin-induced thrombocytopenia (hit) was suspected on (B)(6) 2026. Reportedly, the patient received heparin during the perioperative period (5,000 ei on (B)(6) 2026 and 12,000 ei during both procedures) and later a heparin infusion on (B)(6) 2026 targeting an aptt of 70¿100 seconds, along with pre- and postoperative fragmin. Heparin therapy was discontinued once hit was suspected, and the patient was switched to fondaparinux (arixtra) 2.5 mg twice daily with asa, later transitioning to rivaroxaban 2.5 mg twice daily. It was reported that platelet counts decreased from 246 (pre-operative, (B)(6) 2026) to 149 (post-operative, (B)(6) 2026) and 112 ((B)(6) 2026), later recovering to 290 (between operations, (B)(6) 2026) before dropping significantly to 69 ((B)(6) 2026) following the heparin infusion. Hit was confirmed on (B)(6) 2026 through positive hipa test and anti-pf4/heparin igg elisa results. It was reported the patient is currently undergoing rehabilitation for pain management and mobilization due to leg swelling. The patient is being monitored for possible thrombosis is ongoing. According to the physician, hit was due to heparin infusion.

Manufacturer narrative:
H6: b21 since further clarification is requested. Review of the manufacturing could not be performed as a valid lot number was not provided. Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.